Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient inserted the sensor on the (B)(6) 2024, during the warmup it failed, and it could not provide cgm (continuous glucose monitor) reading which causes the receiver not to provide low alerts. The next morning 05/01/2024 the patient took a bg (blood glucose) reading which was 50 mg/dl and below and started to feel weak. The spouse called 911 and the paramedics took a bg reading which was below 50 mg/dl. The paramedics treated the patient with liquid sugar and IV glucose. The patient´s bg was not increasing so the patient was taken to the hospital and treated there with apple juice. He stayed at the hospital until (B)(6) 2024. At the time of the report the patient had recovered. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.